Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the flow rate was not reliable. The unit was triaged and the customer¿s reported condition was confirmed. Service found that the gearbox was leaking. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump's flow rate is not reliable. No allegation of patient injury.